Event description:
While pt having or (laparoscopic or), or table started to flex without anyone touching controls. The table started to go into full flex - the anesthesiologist held the pt so that the pt's body did not flex completely. Circulating rn unplugged the table, then reconnected the power and reset hand control to raise the head of the table. Surgeon completed procedure. Biomed was called immediately. Biomed identified source of malfunction, and contacted MFR. Biomed found protective cover over auxillary switches broken. When the or table was tilted, the cover was misaligned and pressed down on the "head" and "feet" switches. Cover bolt broken off. Protected cover removed. Amsco (steris) tech here 7/16.